Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. A review of all applicable material, inspection, manufacturing, and distribution records according to the description of the product used was conducted. All records revealed that all product lot was manufactured within specifications and distributed in accordance with all operating procedures. The failure is consistent with excessive loading of the tips. This may occur when redirecting the screw during insertion. It was reported that the surgeon did not tap. The tip was not returned. Our investigation of the product and review of the manufacturing and inspection records revealed no manufacturing discrepancies or material defects, nor did it reveal any contributing information/trends.

Event description:
It was reported to k2m, inc. On (B)(6) 2016 that during a surgery the distal tip of a screw inserter sheared off and was left in the pedicle screw.